Event description:
Customer reported that a needle broke at/near the swage during a hemorrhoidopexy. The location of the needle fragment was identified, and an addition incision made to retrieve the needle piece. No further adverse consequences were reported.

Manufacturer narrative:
Result: the returned actual needle was visually examined. The needle broke at the attachment end; there are scuff marks and indents around the break area produced during handling by the surgical needle holder or some other gripping devise. This needle fractured I n a ductile manner due to tensile overload generated during sever mechanical deformation. Conclusion code: user error caused the event. The product insert cautions the user to avoid damaging needle points and swage area, grasp the needle in an area one-third to one-half of the distance from the swaged end to the point. There were no signs of mfg or material defect found on the needle. A review of the batch mfg records was conducted. This review did not identify any non-conformance's and the batch met all finished goods release criteria.